Event description:
It was reported that the patient had the interstim implant for 7 years with great success. It was now non functioning and the patient was being told by their doctor that since they were on medicaid they could not have it replaced. The patient was requesting help to find a way that they could have it replaced. The patient did not want or need a non functioning foreign body inside of them. It was noted that they truly needed this device to be able to function and live normally. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).